Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half height drawer 7 failed to respond. A field service engineer inspected the back of the drawer and found no issues. A moab fuse was replaced but did not resolve the problem. The moab unit itself was then replaced, which resolved the drawer issue. During testing, pocket b1 was observed repeatedly disconnecting and reconnecting. The pocket was removed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, a drawer failed to open during a medication issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.